Manufacturer narrative:
Root cause: use error. Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Subsequently, an incomplete bolus alert was received. Customer's blood glucose was 198 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). The customer acknowledged the explanation. Customer corrected the entry with cts assistance.